Event description:
Boston scientific crm received information that several days after this right ventricular defibrillation lead was implanted, the thresholds increased to above 7 volts and there was loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this lead was successfully replaced with an active fixation defibrillation lead. No additional information is available. If any additional information does become available, this report will be updated.